Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly while the pump was plugged into a power source to charge. Customer confirmed pump display turned back on. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received. The customer's blood glucose level ranged from 156-157 mg/dl. In addition, it was reported that the pump battery could not be charged. Customer¿s blood glucose level ranged from 129-130 mg/dl. The customer reverted to an alternate method of insulin therapy.